Event description:
Patient complained of a hole in the side of her nostrils due to the nasal aire ii nose piece.

Manufacturer narrative:
Several attempts were made to retrieve the product for evaluation by our company; however, the device was never received by our facility. During our investigation, the complainant stated, that she did feel that the device met the performance specifications.